Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular event and subsequently expired on or about (B)(6) 2013 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products: associated mdrs # 1225714-2014-00009 and 1225714-2014-00010.